Event description:
Account contact reports: experienced redness, itching and small blisters between the fingers, around the fingernails and cuticles. This occurred after wearing the gloves for several hours. The symptoms disappeared after approximately 2 days.